Event description:
A 4.5mm locking condylar plate, implanted on an unk date, broke post-operative. Pt was diagnosed with nonunion. During a revision procedure, the broken hardware was removed and replaced.

Manufacturer narrative:
Add'l info has been requested. Synthes is unable to determine the MFR site or the MFR date without a lot #. No investigation could be performed, no conclusion could be drawn as no device was returned.